Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 2. Details of surgery: implant surface not completely covered with bone, sinus perforation, sinus augmentation, ridge augmentation and immediate extraction site. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV, fair oral hygiene and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and hypersensitivity. No further patient complications were reported.